Event description:
It was reported that noise, decrease in sensing, increase of threshold and high pacing impedance were observed. The lead was not properly connected to the device. System remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.